Event description:
Attorney alleges that a fire occurred at a property where a Pride Mobility Viva Lift Power Recliner.

Event description:
ATTORNEY ALLEGES THAT A FIRE OCCURRED AT A PROPERTY WHERE A PRIDE MOBILITY VIVA LIFT POWER RECLINER

Manufacturer narrative:
THE DEVICE HAS NOT YET BEEN MADE AVAILABLE FOR EVALUATION. SHOULD FURTHER INFORMATION OR THE DEVICE BECOME AVAILABLE, A FOLLOW-UP REPORT WILL THEN BE ISSUED.

Manufacturer narrative:
B2: Updated report to note tthere was a death.H6: Update to reflect burns.H6: Update to reflect death.Per the fire report, the heat source is listed as a cigarette.